Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the device was explanted and replaced for an ICD upgrade. Patient was experiencing diaphragmatic stimulation.